Event description:
It was reported that the patient implanted with this leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited ventricular tachycardia (vt), oversensing, noise and erroneously labeled the noise. The patient experienced lightheaded but did not lose consciousness. On admission to the hospital, s-ICD device interrogation indicated patient received shocks for ventricular tachycardia double counting along with anti-tachycardia pacing (atp). Additional information received indicates that the patient experienced again ventricular tachycardia with electric shocks and the patient developed lightheadedness, dizziness, and became short of breath. The patient was admitted to the hospital. Currently, this product remains in service and no additional adverse patient effects were reported.